Event description:
It was reported that during a prostate procedure @ 10,783 joules of use and 2:52 minutes, port of fiber overheated, try with another fiber" was observed . "It was reinitiated several times but the error kept on showing." The procedure was completed using an alternate procedure (rtu). Patient outcome "patient discharged two days after surgery" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows signs of minimum usage with very mild devitrification at output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the proximal end of fiber shows evidence of some type of substance, likely lubricant on the cone of the connector; the segments of connector appear in good condition. Probable root cause: based on the device analysis, the probable root cause of the failure is: contamination.

Event description:
The fiber tip/cap was cleaned during the procedure.